Event description:
As reported by the user facility: under infusion. Customer states, "the nurse programmed the pump to infuse vancomycin 250ml bag for 1 hour. The infusion rate was 250ml/hr. When the nurse checked on the bag 20 minutes later, the bag appeared to not have infused anything. The rate was changed at that point to have it infuse the whole bag in 40 minutes. The rate was changed to infuse 375ml/hr. After the 40 minutes there was still the same amount in the bag. No alarms. The nurse swapped the pumps and the infusion completed. This caused a delay in therapy." No pt injury. No chemo. No tubing to be sent in with the pump. MFR ref# 9610825-2013-00431.